Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The was reported that when the patient woke up in the morning of this report, the infusion set came out. Reportedly, while sleeping the tubing detached at the tubing connector. The site was left upper arm and the pump was on the belt clip on left side. The infusions had been in use for four days. The infusions were stored in a drawer. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the set was detached from the pcc connector. No further information available.